Manufacturer narrative:
Investigation findings: conmed linvatec received this drill for eval. During testing of the handpiece, the reported problem was confirmed. The eval found the etching for the bur locking mechanism placed incorrectly; the locked position was etched as "unlock" and the unlocked position was etched as "locked". Further eval found the grippers, bearings, motor cylinder and spindle worn. The last repair date for this unit was 02/27/2009. The instruction manual for this handpiece cautions the user: "ensure that the bur or accessory is securely seated in attachment before use. If instrument is operated and bur and/or accessory is not seated or locked, bur or accessory may disengage from instrument. Do not use the air drill without proper bur guard (unless using short burs, as short burs do not need bur guards), as burs may whip or may not attain high speed. Burs may also disengage or break without the use of the proper bur guard. Do not use the air drill and attachment without proper bur, as bur may disengage or break without the proper bur and attachment combination".

Event description:
The customer reported that during use of this drill in a hemi-laminectomy on a canine, the bur became disengaged from the drill and fell into the sterile field. Furthermore, the user noted the device was making a grinding noise. The bur was retrieved, re-inserted into the drill, and the procedure was completed as intended with no injury or surgical delay.